Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt stated they had an MRI on wednesday and they shut off the device for the MRI. Pt said they got in to the handset and turned the device off and afterwards turned the stimulation back on, but it wouldn't allow them to go back into group c. Pt then said they switched to group d, but group d wasn't covering the areas they needed stim to be like group c was. Pt confirmed stimulation was on during the call and they were on group d. Pt switched to group c, but said they weren't feeling stimulation, even though they would feel stim prior to this issue. Pt said stimulation wouldn't go higher than 4.2 on group c, and they got a message that said therapy increase not available. Pt said group c was set at 4.4 previously. Pt changed back to group d and said they did feel stim, but stimulation wasn't hitting the spots they need l ike c would. The issue was not resolved. The pt was redirected to their healthcare provider to further address the issue. Pt said they have some numbers for manufacturer representatives (rep) and would try to reach out to them first.